Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was reported that the patient received a non-sustained right ventricular oversensing - nsrvo vibratory alert due to post-paced t-wave oversensing. The implantable cardioverter defibrillator was reprogrammed. Patient was in stable condition after reprogramming.